Event description:
Patient in pain. Surgeon will be revising the patient's right hip in a few weeks as this patient had a bilateral rejuvenate hip done 2011.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.